Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 200 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, there were no foam particles found in the device. The device failed functional testing relating to the active exhalation proportional valve open and purge valve test steps. The service technician states that the active exhalation control module valve was replaced to resolve the issue. The device passed final testing.